Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting high out-of-range(oor) shock impedances measuring 138 ohms. It was noted that shock impedances have been gradually rising. An individual breakdown of each shock impedance vector was tested and confirmed impedances were oor in all vectors. Technical services recommended to do nothing or to consider a commanded shock. Also, suggested to consider a lead revision. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting high out-of-range(oor) shock impedances measuring 138 ohms. It was noted that shock impedances have been gradually rising. An individual breakdown of each shock impedance vector was tested and confirmed impedances were oor in all vectors. Technical services recommended to do nothing or to consider a commanded shock. Also, suggested to consider a lead revision. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.